Event description:
It was reported that damage to the pump housing caused the pump to stop working. Reportedly, the customer had thrown the pump. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.